Manufacturer narrative:
Implant date - estimated since unknown.

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45 day follow up, a leak around the closure device was noted. Intervention was performed and a non-boston scientific device was used to close the the leak around the closure device.